Manufacturer narrative:
The battery pack sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The reported problem (battery problems) has been confirmed. As received, the battery was able to power on a monitor or charge. The battery had intermittent power issues during testing. The root cause for the intermittent power issues was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A battery pack was returned to a us distributor and it was reported that battery was not holding charge.